Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. The customer consumed water to address the bg level. The customer continued to use the pump for insulin therapy.